Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that they had their gastric stimulator removed in december due to having pain at the implant site. Pt also reported they felt like the ins was flipping. Pt provided event date as "probably 6 months before" (the ins was removed in december). Pt stated their hcp only removed one lead at the time they removed the ins because they forgot to remove the other lead (pt stated they don't know which lead was removed). Pt stated they "took off the insulation" of the one lead that was left implanted (it was not clear what pt was referring to by this). Pt inquired about lead specs. Agent reviewed information with pt. Pt inquired if the material of the lead is safe to be exposed to pt's tissue. Redirected pt to hcp to discuss. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.